Event description:
The manufacturer received information alleging the device's display was blank. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.